Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a defective processor component. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump booted with blank screen and progressed to audible vibe with no response. Pump was unable to be downloaded or to be tested for time and date resetting. Analysis confirmed a defective peripheral processor component u26. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.